Event description:
The customer reported that jaws of the device would not release while on the patient. The surgeon used clamps on both sides of device to release it from the patient. Another device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.